Manufacturer narrative:
Result: damaged head-end inner and outer siderail panels with sharp edges. Loose power cord power blades. Missing footboard control modules, and broken motion interrupt pan.

Event description:
It was reported by service report that the footboard nurse call controls were missing, the interrupt pan was broken, siderail panels damaged were cracked with sharp edges, and the power cord prongs were loose. No pt involvement or adverse consequences were reported.